Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields. Additional information added in follow-up #2 (B)(4). Field updated. The issue occurred during ventilation. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective power supply. After replacing the power supply, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the power supply could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: not recognizing ac power, tested cord and source, will not charge battery. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: not recognizing ac power, tested cord and source, will not charge battery. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: not recognizing ac power, tested cord and source, will not charge battery. No health consequences or impact.